Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4-1 was over extending beyond the slide rail stops. The field service engineer (fse) retrieved a spare drawer from the customer's storage, released all pockets using diagnostics, replaced the failed drawer, and reinserted all pockets into the new drawer. The replacement drawer was successfully configured in the application and verified to be operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer issue occurred involving 3n main drawer 4.1. The drawer was observed to extend excessively on the right-side rail. The customer reported finding ball bearings on the floor, and the drawer exhibited looseness while still being able to close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.